Event description:
It was reported by service report that the IV pole weldment was cracked, no sharp edges were exposed. However, it was causing pole to lean and not stay in the upright position. It is unk if there was pt involvement, however no adverse consequences are reported.